Event description:
(B)(4). Since I've had the essure coils put in, ive had severe pelvic and hip pain. Especially left sided hip pain. I've also had joint pain in my hands. My primary md has done multiple labs and xrays trying to rule out arthritis. Which was ruled out. I've been in physical therapy for the hip pain in order to be able to do my job. I've had a cortisone shot to my hip to decrease inflammation and help with the pain. I had a laproscopic cysectomy less than a week earlier to the essure implants. No birth defects. A cesarean section in 2005. Allergies to meds-sulfa, celebrex, and niacin. Ongoing illnesses-seasonal allergies and increased triglycerides.